Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there was loss of capture on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed lv lead dislodgement. The lv lead was repositioned successfully to resolve the event. The patient was stable and there were no adverse consequences.